Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was that they had not been able to get the recharger to connect to the implant (ins) at all. Pt said that it seemed as if the recharger was starting to kind of go out. Pt said that the device was not holding a charge as well and that the controller would say looking for device twice and then no device found when trying to recharge the ins. Pt said that the controller was completely charged. Pt said that they had been advised by a rep once to reset the controller, so they tried resetting the controller a couple times but the issue was not resolved. Pt confirmed that there were no issues charging the controller from the power supply. Patient services (pss) had the pt reset the controller and then unlock the controller. Pt saw no device found, so pss had the pt initiate an ins recharging session. Pt saw no device found again, so pss reviewed the passive recharge mode with the pt and had the pt tap recharge on the no device found screen to enter passive recharge mode. Pt saw the three numbers on the trying to recharge screen display as 0 96 99. Pt saw the controller light flashing green. Pt then said that the middle number on the trying to recharge screen hit 100 for a second but then the number went down into the 20's. Pss had the pt check the recharger cord where the cord connected into the paddle; pt confirmed that the cord was loose. Pt then said that the recharger would get really hot when trying to recharge the ins. Pss reviewed recharger replacement with the pt. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt said that they had not notified a rep of this reported issue.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) analysis of the 97755 recharger (rtm) s/n (B)(6) revealed a rtm failure; poor recharge quality error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.